Event description:
The physician attempted arteriotomy closure with the perclose at 6 fr suture mediated closure system after an interventional procedure. The physician was trained in use of the device. After suture deployment, the device was not removed and was retrieved with 90 degree rotation. After 30 minutes of manual compression, failure to achieve hemostasis resulted in surgical closure of the site. During the surgery, it was confirmed that the bifurcation was sutured, and the suture was retrieved. The puncture site was calcified. No additional information is available.

Manufacturer narrative:
Based on the findings of the investigation, the device functioned normally and correctly. No abnormal observation, defect or malfunction was detected during the course of the inspection of the returned device. No root cause for the complaint could be determined as all observations were normal for a fully deployed device and review of the DHR for the lot build did not produce any information relevant to this report.